Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 20-jan-2021. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, this device was produced prior to countermeasures due to a change in the operational amplifier circuit design of the dr board, and it is assumed that this occurred due to a failure of the operational amplifier. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of circuit board failure was confirmed as no images with 180 scopes due to a faulty patient board set. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii video system center had a broken output connector and could not be properly connected. User was informed by an olympus representative that this is likely a failed circuit board. There was no patient harm or consequence reported as a result of this event.